Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachments for the impactor will not attach due to wear on the impactor¿s attachment mechanism. There were no pieces that broke off and surgery time was not delayed. The surgeon does not wish to be contacted.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change.